Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system experienced a deformed q-syte. The following information was provided by the initial reporter: when preparing infusion for the patient, it was found that the connection of the newly opened closed anti-puncture vein indwelling needle was damaged and could not be used. The damage location of the product is the surface of the q-syte separation membrane. After opening the package, it is found that the damage is not used by the patient.

Manufacturer narrative:
H6: investigation summary: a device history review was conducted for lot number 1019978. Our records show that this is the only instance of a this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Inspection of the retain sample found no q-syte damage. Additionally, a photograph has been provided that displays a torn q-syte septum. The issue has been confirmed. Our engineers have noted that the tears observed in the photograph are inconsistent with the manufacturing process. Unfortunately our engineers were unable to determine the root cause for this issue at the conclusion of their review. H3 other text : see h10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system experienced a deformed q-syte. The following information was provided by the initial reporter: when preparing infusion for the patient, it was found that the connection of the newly opened closed anti-puncture vein indwelling needle was damaged and could not be used. The damage location of the product is the surface of the q-syte separation membrane. After opening the package, it is found that the damage is not used by the patient.